Event description:
It was reported that a user¿s dexcom g7 sensor disconnected from the ilet, after which the user applied a new sensor that initially did not provide readings until sensor types were toggled and the sensor was re-paired; once paired, glucose readings were high, consistent with intermittent communication failure and an interoperability issue involving the electrical/magnetic subsystem and antenna component. Symptoms included hyperglycemia, with a capillary glucose of 545 mg/dl declining to 446 mg/dl and then to 364 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.